Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. The patient experienced inaccurate cgm values which occurred 5 days after the sensor had been inserted in the arm. On (B)(6) 2025, the patient experienced disorientation while driving, polyphagia, and polydipsia. There was no alert from the cgm display device at the onset of symptoms (estimated glucose value was high bias inaccurate). Paramedics were called. When emergency medical service (ems) arrived, the estimated glucose value (egvs) was 100 mg/dl while the bg was 37 mg/dl. The patient was given oral glucose and carbohydrates. After treatment, the bg was 126 mg/dl while the egv was 200 mg/dl. Ems departed after 1 hour. There was no documentation of further medical evaluation or intervention. The patient was stable and feeling fine during the report. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the b, c zone of the parkes error grid. The data investigation found a difference in values that falls within the d zone of the parkes error grid. No additional patient or event information is available.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The product was evaluated. An external visual inspection was performed and no damage was found. Nordic bluetooth pairing test was performed and no pairing code was provided. A review of the share logs was performed and inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter was found within the investigation window. The allegation was confirmed. The customer's complaint was confirmed due to a failure was found. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).